Manufacturer narrative:
Troubleshooting was preformed with the customer, including inspecting components/accessories for damage and cleaning and resembling components/accessories. No damage was found on parts during troubleshooting, so a replacement pump was sent to the customer and the return of her original pump was requested for testing/evaluation. On (B)(6) 2017, a medela clinician contacted the customer, at which time the customer stated that her mastitis was resolved. The customer also reported that she has an oversupply of milk, so it is very easy for her to get clogged ducts if she doesn't have good suction. The customer also reported that since (B)(6) she has been on plexus and has not gotten mastitis, whereas before she was getting it every 3 or 4 weeks. She also stated that her doctor had prescribed her antibiotics. The returned pump was received and evaluated and the unit passed all functional test, including vacuum specification. Based on the results of the product evaluation and (B)(4), it cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2017, the customer alleged that her pump in style breast pump was not producing adequate suction and she had clogged ducts. She indicated that if the ducts remain clogged for any length of time, she gets mastitis.